Manufacturer narrative:
Product evaluation: the lens was returned inside an opened blue pouch placed in a biohazard bag inside the opened carton. Viscoelastic was dried on the lens. The optic is broken (cut) into two portions. The optic has a small cracked area and the optic edge is broken. All product and batch history records are quality reviewed prior to product release. The file indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. Root cause: the reported crack was observed in the optic. The lens was returned cut into two portions, typical of damage during removal from the eye. The root cause for the reported event may be related to a failure to follow the directions for use.. The viscoelastic indicated was not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported after the intraocular lens (iol) was implanted into the left eye the doctor noticed it was cracked. The procedure was completed and the sample is available for return. Additional information requested.